Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer "patient was here for an infusion. Writer was going to access patient's port. When inspecting the port, noticed there was a loose white strand inside the connector for the non-coring needle device. Writer grabbed another non-coring needle and same thing happened." This report addresses the second needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Evaluation of unit 02 did not reveal any damage or foreign objects throughout the device. The dust cap of unit 02 was not returned for evaluation. Since there was no damage found on the device and the potentially implicated dust cap was not returned, the complaint of foreign material for unit 02 was determined to be inconclusive. This complaint will be recorded for future trending and monitoring purposes.